Event description:
It was reported that the patient was experiencing pain at the ipg site due to pressure in the paraspinal area. It was noted that the patient felt irritated when the ipg touches hard surfaces since the patient is thin. The patient underwent a revision procedure wherein the ipg site was relocated. The patient was doing well postoperatively. Nothing was explanted.